Event description:
Patient presented to the physician with the ipg flipping and mobile in the pocket, causing the area to be sore. Physician brought the patient into the or, repositioned the ipg, re-sutured, and closed.